Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged a bolus delivery issue. During troubleshooting with tandem technical support, a bolus was requested and delivered to completion. The customer verified the completed bolus delivery in the pump bolus history. Customer alleged that drops of insulin did not come out of the end of the tubing. However, the customer observed drops of insulin exiting from the end of the tubing when using the fill tubing feature. The consulted with the clinical diabetes specialist and verified that the bolus delivered as intended and the pump was functioning as intended. There was no reported impact to the customer's blood glucose level.